Manufacturer narrative:
To date the device involved in the reported event has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reports cable caught fire during a procedure. There were no injuries.